Manufacturer narrative:
Date of event is approximate as the data was collected between (B)(6) 2019 and (B)(6) 2021. Health effect - clinical code: 3261 multiple organ dysfunction syndrome. Numan, l. Et al. (2023). Identifying patients at risk: multi-centre comparison of heartmate 3 and heartware left ventricular assist devices. Esc heart failure. Https://doi.org/10.1002/ehf2.14308 (B)(6) the netherlands. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿identifying patients at risk: multi-centre comparison of heartmate 3 and heartware left ventricular assist devices¿ that heartmate 3 (hm3) may be associated with stroke, bleeding, right ventricular failure, infection, multi-system organ failure (msof), pump thrombosis, urgent heart transplant, and death. A total of (B)(4) patients implanted with an hm3 from (B)(6) 2011 to (B)(6) 2019 were evaluated. After data collection had concluded, a total of 33 heart transplants and 82 deaths were recorded with hm3 patients. Of these heart transplants, 20 were listed as non-urgent, and 13 were listed as urgent. Per the literature, urgent transplant was defined as ¿a transplantation that was performed after a patient received a priority status on the waiting list.¿ there were 6 deaths due to unspecified infections, 13 deaths due to a stroke, 43 deaths due to msof, 1 death due to right ventricular failure, and 17 deaths for unknown reasons. Related MFR report for death #: 2916596-2023-02004.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist devices (lvad) and the reported events could not be conclusively determined through this evaluation. The purpose of this study was to identify patients that may require a prophylactic exchange from the hvad to the hm 3 after the hvad was withdrawn from the global market. This was done by studying the outcome differences between hvad and hm3 patients. The study concluded that statistical results showed a better survival rate for hm3 patients. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure, stroke, bleeding, multiple forms of organ failure, infection and death as adverse events that may be associated with the use of the hm 3 lvas. The IFU states that right ventricular failure may develop shortly after pump implantation and outlines the associated treatment options. The IFU outlines care instructions in reference to preventing infection, including exit site treatment. Furthermore, the patient handbook provides instructions on how to prevent infection, including keeping the hands and driveline site clean. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. No further information was provided. The manufacturer is closing the file on this event.